Event description:
Reporter is a medtronic minimed paradigm 715 user with its companion b&d paradigm link glucometer. For the past year, they have noted that hypoglycemic events are recorded with normal bs on the b&d glucometer. Concomitant dosing with insulin increased hypoglycemic symptomology. During the past 4 weeks reporter has been in close contact with b&d and has received 4 new/remanufactured glucometers with the same unreliable bs results. Recent but date unk. Lab bs result 55 mg/dl, b&d 112 with hypoglycemic sx. Lab bs result 66 and 67mg/dl b&d result 107mg/dl b&d. Bd 188 venous wb, accuchek aviva 107 capillary, accuchek aviva 108 venus wb. Accuchek compact iii capillary compact 112 venous wb. Have increased episodes, of feeling "enebriated" with acceptable bs>70 and <140-and episodes of hypoglycemia with within normal limit bs. While driving and at rest. These symptoms caused rptr to start investigating the reason for adverse symptomology.